Manufacturer narrative:
Device evaluation: a visual analysis was performed, and identified crease/folding of the shell. Brown and white particles were observed on the outer surface of the shell; and a curved, sharp opening was noted on the posterior of the device, approximately 4 cm away from the center patch. Under microscopic analysis the opening measuring 3 mm in length was noted to have sharp edges. A leak test was performed and leakage was noted from the opening in the shell. A fill inspection test was performed, and no blockage was noted in the diaphragm valve. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reports left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side deflation. The device has been explanted.